Manufacturer narrative:
This device currently remains implanted. Should additional information become available, this report will be updated.

Event description:
It was reported that the device was exhibiting premature battery depletion. During the most recent follow-up, the physician observed that the device had only 4 months remaining until eri (elective replacement indicator). At the previous follow-up, the device was showing 1.5 years remaining until eri. The device's data was saved, and was sent to technical services for review. Engineering review of the data confirmed that power consumption is gradually increasing; therefore, device replacement was recommended due to this anomaly. No adverse effects to the patient were reported.

Event description:
It was reported that the device was exhibiting early battery depletion behavior. During the most recent follow-up, the physician observed that the device had only 4 months remaining until the device reached elective replacement indicator (eri). The battery status had previously showed 1.5 years remaining until eri. A copy of device memory was saved and submitted to boston scientific technical services for review. Engineering review of device data confirmed that the power consumption has been increasing for over a year, and is expected to continue to increase. Due to this anomaly, a technical services consultant recommended device replacement. Subsequently, this device was explanted and replaced; however, is not expected for return. No additional adverse patient effects were reported.

Manufacturer narrative:
This device will not be returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code (B)(6) captures the reportable event of surgery.